Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a false positive troponin-I result for one patient on the architect i1000sr analyzer. The following data was provided: (B)(6), initial 0.36ng/ml, repeated <0.010 ng/ml. Customer cutoff is 0.05ng/ml. There was no impact to patient management due to the falsely elevated troponin result. The patient was being treated for overdose of effexor and ativan.